Event description:
Clinical report form from ireland rec'd by mcghan medical. Pt was skin tested on 24 november 1999, in the forearm with no response noted. Pt was treated with 1.0ml by bovine collagen in the periorbital area. Upper naso-labial lines and "lipstick lines-upper lip." The pt called the treating technician on 2 march 2000 to report a possible collagen reaciton. Pt had swelling and erythema in areas treated. The pt reported that the symptoms are intermittent. Pt does not want to travel to be examined and was sent some antihistamine tablets and some 1% hydrocortisone cream to take and apply. The pt will be examined. No further info was provided.